Event description:
Diabetic since 1999. For the last few months, he has tried to use the new iv3000, but after about 4 hrs, the edges curl up, pull away and in some cases fall off. Twice his cannula came out, but he didn't test himself and immediately put his cannula back in. User said the new iv3000 doesn't stick like the old product. The other iv3000 could hold the cannula in place for 2 days. Outcome attribute to adverse event: cannula dislodged.

Manufacturer narrative:
H3: evaluation summary. The mfg records were reviewed, and no faults were documented for the relevant batch of materials. The monitoring samples were reviewed and found within specifications for adhesion to steel and adhesive mass weight testing. Subjective assessments of the returned sample were conducted for adhesion, tack and adhesive spread. All tests were satisfactory, and no faults were observed. A review of the current product risk assessment has been performed to document the risk associated with using iv3000 in conjunction with insulin delivery systems. The labeling on the package was reviewed. Although the instructions for use are considered adequate, the labeling for instructions for use has been revised. For non ce marked product, the instructions for use were included in the product since the beginning of 2006, and the artwork on the carton was revised as of january 3, 2006. For ce marked product, the current instructions were revised 03/31/06. The IFU includes instructions for application, indications and precautions. The precaution included statements to address stacking of dressing and periodic monitoring of catheter site, especially if site becomes wet. No further action will be taken at this time. However, we will continue to monitor for this type of complaint.